Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a generator replacement procedure, lead noise was noted on the right atrial (ra) lead. The right atrial lead was explanted and replaced. The patient was stable following the procedure.